Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report that the patient's battery charger/modem was displaying a message "charger may be defective. Battery is not being charged. Call zoll". The patient's nurse reported the message is displayed when either of the patient's batteries are inserted into the monitor. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device evaluation of charger/modem sn (B)(4) has not yet been completed. The charger/modem has not yet been returned to zoll. The reported problem (battery charger is defective) has not yet been confirmed through evaluation. A root cause analysis will be completed upon return of the charger/modem. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective charger/modem. The patient received a replacement charger/modem.